Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 38 mg/. The current blood glucose level of customer was 105 mg/dl. The sensor glucose values were dropping. The sensor glucose went below 40 mg/dl and actual finger stick was 38 mg/dl, but they calibrated with 40 mg/dl due to the system was not able to take a number less than 40mg/dl. The auto mode feature was active at the time of incident. Customer was treated with food for low blood glucose. Customer declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.